Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 550 mg/dl with dehydration and extreme drowsiness. The patient reportedly provided self-treatment of unknown method. The reporter alleged an issue with air bubbles in the cartridge involving more than 5 cartridges. The patient reportedly discontinued insulin pump therapy and contacted the health care provider who walked the patient through filling the cartridge and the patient then resumed insulin pump therapy with blood glucose remaining with the target level set by the health care provider. The patient was reportedly using the cartridges per the manufacturer¿s instructions for use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with air bubbles in the cartridge.